Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a transforaminal lumbar interbody fusion surgery at l3-s1 due to lumbar spinal canal stenosis and screws were inserted from l2 to s. Post-op, patient presented with pain. Upon inspection of various previous images it was noticed that screw placed at sacrum was broken. The broken screw was removed but its tip part was left in patient's body and screws were placed at l2 and s2ai for extension of fixation range.

Manufacturer narrative:
X-ray review: a single post op image is provided after l3-s1 posterior spinal fusion. This shows a fractured screw on the left at s1. Per the notation, bony fusion at l5/ s1 but had occurred at the lumbar levels. Failure of fusion is responsible for construct failure hardware placement at this level appears appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.